Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving an alert. Upon interrogation, it was revealed that the atrial lead exhibited low impedance. Further checks noted that the lead impedance was varying and there was some noise artifact on the electrocardiograms as well. Programming changes were made. The patient was in stable condition.